Event description:
I've sustained serious pigment damage and scarring that continues to worsen even ten months following co2 laser resurfacing on my entire chest, shoulders and full arms. My skin is covered with red, pink, brown and white patches, along with hundreds of lines and scars that resemble stretch marks. This has totally disfigured my appearance and am unable to do little more than try to mask the damage with heavy cover makeup products such as dermablend. I've yet to see any of the "horror story" pictures that even come close to the amount and extent of the damage I've rec'd. I'd had fraxel performed over a yr prior to treat aging skin with great results, so I had no fear of laser damage prior to this treatment. Add'l co2 done on small test area on sternum on (B)(6) 2013 at the "lightest" setting. Once again performed co2 on a light setting over previous test area, along with a bit larger "v" shape - including test area - on lower chest above sternum. Reason for use: to treat aging skin.